Event description:
It was reported that a patient presented with high capture thresholds resulting from dislodgement noted on the right ventricular and left ventricular leads. Fluoroscopy confirmed dislodgement of the leads. Both leads were repositioned on (B)(6) 2024. The patient was stable throughout.